Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the left common femoral artery was attempted with two prostar xl devices, prior to an endovascular aneurysm repair (evar) procedure. The sutures of the first prostar xl device were successfully placed. Reportedly, a second prostar xl device was used and two needles were deploying together. The back down procedure could not be performed as the needles were stuck. The needles were pulled out against resistance and hemostasis was achieved with the sutures of both prostar xl devices. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly not trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported difficulties could not be replicated in a testing environment as the needles and sutures were not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It was reported that the physician is not trained in the use of the prostar xl device. It should be noted that the prostar xl instructions for use (IFU) in the caution section states: this device should only be used by physicians (or allied healthcare professionals, authorized by, or under the direction of, such physicians) who are trained in diagnostic and therapeutic catheterization procedures and who have been trained by an authorized representative of abbott vascular. Based on the reported information the reported difficulties appear to be related to the status of training. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.